Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated accutni result within the risk stratification range generated by the access 2 dxc 600i immunoassay analyzer. Patient sample was retested on the same unit and on another unit and lower results were obtained. The erroneous result was reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc data and system check were within the customer's established ranges pre and post the event. A bci field service engineer (fse) performed verification tests and no issues were noted. No hardware issues were noted which would have contributed to this event. A clear root cause can not be identified for this event.